Event description:
This is filed to report death. This research article was a prospective study designed to evaluate the predictors and the impact of elevated residual mitral gradient (rmg) after mitral valve transcatheter edge-to-edge repair (mv-teer) on clinical events in patients with functional mitral regurgitation (fmr) at 2 years follow-up. Complications identified in the study included: death and hospitalization due to heart failure. In conclusion, it was demonstrated that real-world patients who underwent mv-teer who show an rmg =4 mm hg are at higher risk of death or hospitalization because of heart failure during a 2-year follow-up. Further studies will be needed to confirm our results. Details are listed in the article titled, "outcomes in patients with high transmitral gradient after mitral valve transcatheter edge-to-edge repair for mitral regurgitation". No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Article titled, "outcomes in patients with high transmitral gradient after mitral valve transcatheter edge-to-edge repair for mitral regurgitation."

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review was not performed because this complaint is based on an article, and no part or lot information was provided. Based on available information, a cause for the reported heart failure could not be determined. The reported death appears to be a cascading event of the heart failure. The reported patient effects of death and heart failure are listed in the IFU as known possible complications associated with mitraclip procedures. The reported medication and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.